Event description:
It was reported that the patient presented remotely merlin.net transmission. Transmissions revealed that the patient's pacemaker exhibited a diagnostic anomaly displaying an incorrect atrial noise event. No intervention was performed and the patient was in stable condition.